Manufacturer narrative:
The device was received for evaluation. The customer clarified the reported issue as ¿failed downstream occlusion detection¿, however this information was received after evaluation of the device had already been completed for a different issue. Functional testing did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device will be required to pass all release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion pressure testing at medium pressure setting with a value above 19 psi. This occurred during preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.